Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3887-56, serial# (B)(4), explanted: (B)(6) 2009, product type: lead. Product ID: 3487a-56, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2009, product type: lead.

Event description:
A patient reported on (B)(6) 2016 stating that they had a lead revision in (B)(6) 2009 where the leads, or "electrodes", were re placed. This was noted to have stopped the shorting. No related patient symptoms were reported, and the indication for use was epidural fibrosis.

Event description:
Additional information was received from the health care professional (hcp) stating that the root cause for shorting was unknown. On (B)(6) 2016 the hcp noted that the patient was seen post spinal cord stimulator (scs) replacement with leads on (B)(6) 2016.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.